Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that customer experienced high blood glucose. Customer¿s blood glucose level was 378 mg/dl, 358 mg/dl at time of incident, over 400 mg/dl and treated with 5 units with manual injection. Customer did not feels okay to troubleshooting. Customer reported that the insulin pump system had been in use within 48 hours of reported high blood glucose event. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that the insulin exited at the quick release. Customer reported that the basal rates were programmed accurately and bolus wizard was programmed accurately. Customer performed displacement test and test result was passed. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.